Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion set was leaking. The patient stated that it took approximately three hours to detect the issue, during which his blood glucose levels ranged between 385 and 400 mg/dl. After removing the infusion set, he observed an enlarged puncture site accompanied by irritation, a welt, and localized swelling. The event involved the patient; however, no harm was reported.